Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire separated inside the patient. A 300cm journey¿ guidewire was used during a procedure and broke inside the patient. There were no patient complications nor injuries reported.